Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable-pump won't run" alarm. Per reporter the residual volume was is 83.7 ml, rate is 2.2 ml/hr, given is 16.35 ml. Bubbles observed. No adverse patient effects were reported. Per reporter no additional information is available at this time.